Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02049. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 6 (cat6s). During the procedure, while attempting to insert two cat6s into a non-penumbra catheter, the physician experienced resistance and subsequently, the distal tip of the cat6s became kinked; therefore, both cat6s and sheath were removed. The procedure was completed using another non-penumbra catheter followed by percutaneous transluminal angioplasty (pta). It was reported that the physician used the peel away sheaths that are packaged with the cat6s. There was no report of an adverse effect to the patient.